Event description:
The initial reporter contacted shiley to report that a patient with bjork-shiley mitral and aortic heart valves was anemic possibly due to a perivalvular leak around one or both of the valves, and that the doctor was considering surgery. Subsequent information received from the initial reporter indicated significant regurgitation of the mitral valve. According to this information, the prosthetic valve in the aortic position "appeared to be functioning normally." Upon follow-up, the initial reporter confirmed that the patient was admitted to the hospital to have both shiley mitral and aortic heart valves replaced.